Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed inaccurately high results compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation and additional information obtained when a senior cca reviewed the call. The patient alleged that the subject meter started reading inaccurately mid-afternoon on (B)(6) 2015, when she obtained alleged inaccurately high blood glucose results with the subject meter compared to another meter of the same type less than 30 minutes apart. The patient was unable to supply results for either meter, but alleged that the subject meter¿s readings were ¿101 mg/dl¿ higher than the other meter. Based on statistical methodology, the difference between these results is likely to fall outside lfs¿ accuracy criteria. The patient manages her diabetes with a combination of medications, including glimepiride 1mg tablets. She denied making any changes to her usual diabetes management routine as a result of obtaining the alleged inaccurate results. She reported that an unknown time after the start of the alleged issue, she developed symptoms of ¿passed out [and] panic attack.¿ she reported that she was taken to the emergency room (ER) where she obtained a blood glucose result of ¿42 mg/dl¿ on the ER/hospital meter and a ¿glucagon injection¿ was administered by a healthcare professional (hcp) at an unknown time on (B)(6) 2015. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples and had followed the correct testing steps. The cca also confirmed that the patient¿s test strips had been stored correctly and the test strip vial was not cracked or broken. The cca walked the patient through a control solution test and the result fell outside the expected range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained inaccurately high readings on the subject meter, administered medication based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia requiring hcp treatment, after the alleged inaccuracy issue began.

Manufacturer narrative:
Follow-up # 3. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed testing. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 device evaluation the lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #4. The retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1. The retain test strips failed the performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.